Event description:
Anesthesia staff opened an arrowg+ard blue psi kit cath_gard for use with 7.5 - 8 fr. Catheters and the inducer has a brown film on it. Staff quickly obtained another kit. The procedure was delayed however, there was no harm to the patient.